Event description:
Customer reported infusions are delayed when using ivig in 200 ml glass bottles. The nurses report the air vent does not seem to be working and the resulting vacuum created slows down the delivery of the medication and extends the infusion time significantly. The slow infusion results in longer stays in the unit and pt/nurse dissatisfaction. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported infusions taking longer than expected because the set was discarded by the customer and will not be returned. The root cause of this failure could not be identified. The nurse mgr noted that the nurses are not closing the air vent when changing the bottles so they are most likely getting the vent wet. Additional training will be provided by the customer on the proper use of the drip chamber air vent.